Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both of the patient's ipgs were unable to communicate with external devices, deeming the ipgs inoperable. In turn, surgical intervention was undertaken wherein the ipgs were explanted and replaced, resolving the issue.